Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level, per cgm meter, while using a non-tandem infusion set; the cause was due to a blockage in the tubing. The customer changed out the infusion set and delivered a bolus to address bg. The infusion set brand and manufacturer was not provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.